Event description:
On (B)(6) 2013, the patient¿s mother contacted animas and during a conversation about another issue mentioned the following: mom states the health care provider (hcp) has adjusted basal rates for increased blood glucose (bg) readings, and because of this, when she placed a new ifs one day earlier this week, his bg dropped to 40 mg/dl with symptoms of being irritable, weak, shaky, and dark circles under eyes. Mom states he was treated with apple juice or starburst, and bg returned to target. Mom declined troubleshooting of the pump. This complaint is being reported because a patient on pump therapy experienced hypoglycemia

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/24/2015 with the following findings: unable to duplicate the complaint, the pump information for the complaint date has been overwritten. The black box starts on (B)(6) 2015. The pump was used after the original complaint date (B)(6) 2013 and all histories and black box data for event have been overwritten. Review of the current pump history shows no eaw¿s related to the complaint. The daily insulin delivery totals were found to correctly reflect the user's programmed basal rates. A delivery accuracy test was performed; pump passed and was found to be delivering within the required specifications.. Test battery cap and returned cartridge cap used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.